Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that within approximately four months of implant, the patient had chest wall pain and syncope. The right ventricular lead had no capture. A perforation was found. The perforation was repaired with open heart surgery. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.